Manufacturer narrative:
After investigation, it was identified that the likely cause for this issue was patient entrapment. Coding had been updated to reflect this.

Event description:
It was reported that a user caught their toe in a hole on the footboard, resulting in a laceration to the toe. No further details about the injury or treatment have been provided. The facility did not provide the model number or serial number of the device.

Manufacturer narrative:
The customer did not make the unit available for evaluation.

Event description:
It was reported that a user caught their toe in a hole on the footboard, resulting in a laceration to the toe. No further details about the injury or treatment have been provided. The facility did not provide the model number or serial number of the device.